Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: no sample or photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Based on the description bd assigned a quality criteria that is related to the reported condition and identified in the agreed specification. After reviewing the occurrence, irrespective of root cause, it is within the specification and no further action will be assigned. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. H3 other text : see h.10.

Event description:
It was reported that while using thebd ultrasafe plus¿ passive needle guard the protection mechanism did not activate. The following was received by the initial reporter: verbatim: the needle protection mechanism did not activate at once after the injection. The nurse had to fiddled with it a bit and then it finally activated. The syringe got thrown away before batch number was noted.